Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during a cesarean section, the bakri tamponade balloon catheter was used for treatment of a postpartum hemorrhage [pph] when a pinhole leak was found in the balloon. The balloon was filled with a small amount of air before use and no obvious problems were found by the naked eye. The device was placed transabdominally and filled with about 300 ml of saline and the drainage blood color faded. The uterus was sutured using suture needles and other metal related instruments. The balloon was checked via b-ultrasound and did not inflate to the corresponding volume. Prior to the device failure, the patient lost 450 ml of blood. After the device failure, the estimated blood was very minimal and could be ignored. The total estimated blood loss was 450 ml. The patient did not require a blood transfusion. The procedure was complete with another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as, a visual inspection on the device was conducted during the investigation. One device was returned for evaluation. A tear in the balloon material was found, but no visible tool marks were near the tear. The returned device appeared to be damaged by another device of unknown origin. A review of the device history record found no non-conformances related to the reported failure mode. A trackwise search revealed four other complaints associated with the device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state on how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded the most likely cause of the event was unintended user error. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cesarean section, the bakri tamponade balloon catheter was used for treatment of a postpartum hemorrhage [pph] when a pinhole leak was found in the balloon. The balloon was filled with a small amount of air before use and no obvious problems were found by the naked eye. The device was placed transabdominally and filled with about 300 ml of saline and the drainage blood color faded. The uterus was sutured using suture needles and other metal related instruments. The balloon was checked via b-ultrasound and did not inflate to the corresponding volume. Prior to the device failure, the patient lost 450 ml of blood. After the device failure, the estimated blood was very minimal and could be ignored. The total estimated blood loss was 450 ml. The patient did not require a blood transfusion. The procedure was complete with another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.